Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery using a pod packing coil (pod pc), ruby coils, non-penumbra coils and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous. During the procedure, the physician placed one ruby coil and seven non-penumbra coils into the target vessel using the microcatheter. While advancing a pod pc within its introducer sheath, the physician experienced resistance and subsequently, the pod pc would not advance at all from its starting position. Therefore, the pod pc was removed. The procedure was completed using four additional ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.